Manufacturer narrative:
The pump had high sleep current and unexpected replace battery now alarms due to a faulty capacitor. The pump also had a missing display window cover and keypad overlay texture damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a replace battery alert after one day of battery change. Customer's blood glucose was 6.8 mmol/l. Customer reported the replacement battery cap did not resolve the issue. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.